Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application screen froze on (B)(6) 2016. Patient reset the phone and uninstalled then reinstalled the application and the issue was resolved. No injury or medical intervention was reported.